Event description:
It was reported that pump experienced malfunction with a non-resettable malfunction code and associated fault ID, and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, pump was arranged for replacement and caller was warm transferred to renewals to discuss out-of-warranty loaner options, with no additional outcome information reported.